Manufacturer narrative:
Device was used for treatment, not diagnosis. Hardware failure occurred sometime after the initial procedure. This report is for (5) unknown - screw locking/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an orif (open reduction internal fixation) of a supracondylar femoral fracture on (B)(6) 2015. Hardware failure occurred sometime after the initial procedure. X-rays showed that the distal 5.0 cannulated va locking screws were backing out of the head of the plate. On (B)(6) 2015, the screws that were backing out were replaced with new 5.0 va cannulated locking screws. The patient status is unknown at this time. The patient will have further surgery on a date to be determined for definitive treatment. This report is 1 of 2 for (B)(4).